Manufacturer narrative:
(B)(4). Returned for investigation was a pcs assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pcs assembly was performed, and no abnormality was noted. All valves were individually tested by powering them on and off using an external power supply, and all valves were functioned as intended. The pcs assembly was installed into a known good lab inventory ac3 for functional testing. During the power up, it was noted that the balloon pressure waveform (bpw) read -50mmhg, below the standard value of 0mmhg. This is consistent with a faulty balloon pressure waveform transducer. The balloon pressure transducer zero offset voltage was measured per the field service manual, and it was noted that the offset voltage at 0mmhg read -2.87 v, which is significantly below the acceptable threshold of 250 mv. This is also consistent with a faulty balloon pressure transducer. Pumping was initiated; the pump triggered a possible helium loss 3 alarm, which is related to bpw below the specification. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "found bp baseline at around -40 mmhg upon power up" is confirmed. The returned pcs assembly's balloon pressure transducer zero offset voltage was noted to be below the specifications during the complaint investigation, which caused the alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the balloon pressure transducer offset voltage being out of specification. The root cause of the complaint is undetermined. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "found purge failure when pump on". Additional information stated that the pump console was swapped to continue ther apy. No patient injury or consequence reported. The patient's current condition is reported as "unknown".